Manufacturer narrative:
Submit date: 01/03/2017. Section was completed and updated to reflect additional information received from the customer.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a syringe. The customer reported they noticed fibers in a male patient's eyes when he returned to the clinic on the (B)(6) 2016. The customer reported they noticed fibers in patient's eyes and on opening the safety needles it was noticed that the afore mentioned needles had free fibers attached to the plastic safety device. No medical intervention required due to the event. No infection noted at present in ophthalmology patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a syringe. The customer reported they noticed fibers in patient's eyes and on opening the safety needles it was noticed that the afore mentioned needles had free fibers attached to the plastic safety device. No medical intervention required due to the event. No infection noted at present in ophthalmology patient.